Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm. The patient stated her husband called emergency medical services (ems) around 6:00pm because the patient was unconscious. She indicated that the cgm was displaying a value of 55 mg/dl and when the paramedics arrived, they checked the patient¿s blood sugar and the bg meter was reading 20 mg/dl. They administered the patient with intravenous (IV) therapy and the patient stabilized. At the time of contact, the patient was fully recovered. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. The sensor was inserted into the arm. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).